Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that, during an arthroscopic procedure, the electrode of the "werewolf flow 50° wand" failed generating plasma after a very short time of use (less than 7 minutes). The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was returned for evaluation. There was no relationship found between the reported incident and the returned device. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. Visual inspection under magnification of the wand shows minimal electrode erosion. During functional test, the wand was connected to the flow wand software and the extracted data found that the wand was activated for 0.75 minutes coag and 1.5 minutes med default settings. The wand was then connected to a compatible werewolf controller and performed as intended. The complaint was not confirmed. Factors that could contribute to the event reported include: (1) liquid may have come into the contact with the connector, thus causing a short. (2) physical impacts (device coming into contact with a hard surface) to the device could have caused internal component damage. (3) there may have been an issue with one of the concomitant devices in use at the time of this complaint event. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.